Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I and spinal pain. The patient reported that stimulation stopped on saturday ((B)(6) 2017) and since then they have been in pain. The patient stated they tried to use the ins recharger (insr) and has just gotten the ¿reposition antenna¿ screen. The patient reported a low patient programmer (pp) batteries screen. The patient also reported that they had been experiencing a different kind of pain at the ins site. The patient changed the batteries on the call but still reported the low pp battery screen. The patient stated they have had falls but nothing major. The patient was transferred to repair where they were walked through antenna locate and got it to start charging with all 8 boxes. The patient then called back and reported a power on reset (por) code. The patient stated the battery was half charged but when they push stimulate it says por with a triangle. It was reviewed the device needs to be checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.